Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their device interrogated after experiencing syncope. It was noted that the patient¿s right ventricular (rv) lead was exhibiting t-wave oversensing (twos). The rv lead remains in use. No further patient complications have been reported as a result of this event.